Event description:
The patient was revised to address metallosis.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl- left; reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Update rec'd 11 dec 2013 - changed reason for revision to metallosis. 17 march 2015 - update - rcvd updated claim to conf revision date of (B)(6) 2014. Added manu and exp dates of products and patient harm.

Manufacturer narrative:
Asr revision, asr xl- left, reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Update rec'd (B)(6) 2013 - changed reason for revision to metallosis. On (B)(6) 2015 - update - received updated claim to conf revision date of (B)(6) 2014. Added manu and exp dates of products and patient harm. Update (B)(6) 2017: additional information received. Reason(s) for revision: alval / soft tissue reaction. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.